Event description:
It was reported that insulin leaked from the connector/adapter of the ilet system, which led to prolonged hyperglycemia with a peak blood glucose of 536 mg/dl; the user was using a teflon infusion set at the abdomen and later changed all supplies, after which glucose decreased. Symptoms included hyperglycemia with associated headache, fatigue, and muscle weakness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal associated with the connector/coupler component, consistent with the reported fluid leak and high glucose event. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.